Manufacturer narrative:
D9: 02-feb-2026. H3: one unit was received for evaluation in used condition. As received no damage or anomalies were observed. Functional testing was performed and the cuff was observed to inflate and then deflate. Leakage was observed from the side of the shaft at the inflation line and upon further inspection, a cut was observed at the inflation line. The complaint of leakage can be confirmed due to the observed cut. However, the damage was not on the cuff. The probable cause of the cut is due to interactions with a sharp object during use. A review of the device history records shows there were no observations recorded during manufacturing to suggest an issue of this nature would occur.

Event description:
It was reported that the cuff was leaking and could not inflate. There was no reported patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.